Event description:
A male who had biventricular failure in 2002 with a heart transplant had a lvad placed in 2009 and had spent 19 days in the sicu. The pt was vent dependent with multiple infections requiring high flows on lvad. The pt had ckd stage 2, afibb, copd. The procedure was performed under direct visualization with a bronchoscope. The procedure went fine until they tried to enter the trach with the loading dilator and trach tube. The dilator entered the trachea fine, but the trach tube did not reach the trachea. The surgeon cut down to open the trachea and realized the stoma created was way too low and located in the sternal notch area. The surgeon then created a second hole higher on the trachea, but was unsuccessful in his efforts. Pt expired.

Manufacturer narrative:
No product was returned to assist in our investigation, however, an IFU is provided with this device, which details proper usage and placement techniques as well as the necessary warnings and precautions. Based on the info provided, this incident appears to be the result of user error rather than product failure. We will continue to monitor for similar complaints.